Event description:
During pre test, the rad tech placed phantom on the table and the unit would error out and shut off. This had been happening a few times. Dept contacted biomed. This kept happening for a week or so. Called manufacturer who experienced same issue. Had to re-load software on all five computers. Functional test completed and passed, CT cleared for service.